Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had an increase in charging frequency. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was discarded.